Manufacturer narrative:
Only the customer's meter was returned. Retention test strips were measured with the returned meter in comparison with the current test strip masterlot. For this purpose, two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.5 inr, donor 2 inr: 2.2 inr, donor 1 hct: 38%, donor 2 hct: 42%. Testing results: donor #1: reference meter and master lot strips: 2.5 inr, customer meter and retention strips: 2.6 inr. Donor #2: reference meter and master lot strips: 2.3 inr, customer meter and retention strips: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The results alleged by the customer were observed in the meter¿s patient result memory but the time/date were not set appropriately in the meter's settings.

Manufacturer narrative:
Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation: lay user / patient.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter serial number (B)(4). On (B)(6) 2019 the customer had meter results of 1.9 inr and 2.4 inr. The meter memory showed the date as "(B)(6)" with times of 5:46 am and 5:51 am respectively. On an unknown date and time, the customer had the following meter results from the same day 2.7 inr, 5.1 inr, and 4.8 inr. The meter memory showed the date as "(B)(6)" with times of 12:31 pm, 12:33 pm, and 12:36 pm respectively. The customer's therapeutic range is 2.0 - 3.0 inr with a target range of 2.5 - 2.8 inr. The customer was taking an antibiotic two weeks ago for a urinary tract infection, which would have been around approximately (B)(6) 2019. The customer is not currently on any new medications and no current illness.